Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Home care agency reported on behalf of home-care nurse that the patient's cuff deflated, resulting in a decrease of the patient's blood oxygen saturation. The nurse changed the patient's tracheotomy tube. No permanent adverse effects to patient were reported.

Manufacturer narrative:
One portex® bivona® 9.0mm tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found no obvious defects; however, faint scratch marks were observed around the circumference of the device cuff and from the center of the cuff to the bottom. Additionally, the fluid path through the main shaft of the device was found to be blocked with a dark brown substance. During functional testing, a syringe was used to inflate the cuff with 20cc of air; the cuff deflated immediately, indicating a gross leak. The cuff was then inflated with 20cc of air and the entire device was submerged under water. Air bubbles, indicating a leak were observed escaping from a tear on the cuff. Examination of the leak revealed numerous scratch marks and scuff marks around the area. The damage observed on the device cuff was consistent with the device coming into contact with a sharp or abrasive surface. Investigation determined that the leak in the cuff was a result of improper handling. (B)(4).